Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, and neuromuscular problems. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to vaginal mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy with bilateral salpingo-oophorectomy and gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision surgery on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.